Event description:
According to the complaint, on (B)(6) 2025 samples were measured on the abl800 flex (serial number: (B)(6) and a pco2 measurement of 80.1mmhg was obtained. This does not match the patient's clinical condition, and another blood sample was obtained. The new sample was measured in the lab and a pco2 measurement of 47.5mmhg was obtained.